Event description:
Whitish foreign matter was found inside of the sterile pouch during incoming visual check process at (B)(4). Foreign matter was located near heat seal area. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product has been requested to be returned for analysis. The product was handled and stored as usual procedure.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The device was evaluated by the manufacturer. Information received from an affiliate indicated that a whitish foreign matter was found inside of the sterile pouch during incoming visual check process at (B)(4). Foreign matter was located near the heat seal area. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product has been requested to be returned for analysis. The product was handled and stored as usual procedure. One unit of sakura fire star, 2.50 x 15 was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. The foreign material was measured it was found out of specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported affiliate complaint of foreign material was confirmed through failure analysis and is considered to be related to the manufacturing process; as such the issue was escalated to a dpra.